Event description:
The manufacturer received information alleging a trilogy 100 initial power up failure during pre-evaluation tool occurred. There was no harm or injury reported. The alternating current (a/c) connector cable needed replacement due to physical damage; cracked internal plastic screw mount. No wires were exposed. The cable was pushed inside the unit. Additional findings not related to the malfunction/issue the real time clock was offset with drift at -3515.0. The toolbox was used to reset the real time clock to 2.0. Device logs were not obtained.